Manufacturer narrative:
(B)(4). Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was going off for a while and battery lasts for a month before and now it only lasts 4 days. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.